Manufacturer narrative:
Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was not able to confirm the reported issue and sent a serial read out to livanova (B)(4) for further investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a s5 roller pump stopped during procedure. There was no report of patient injury.

Manufacturer narrative:
A picture was taken and provided to livanova (B)(4). The picture was analysed at livanova (B)(4). Livanova (B)(4) confirmed that foreign bodies in the race way like the one showed in the photo could cause pump stops like the one claimed in this event. Therefore, presence of a foreign body in the pump raceway was determined as root cause of the reported malfunction.